Event description:
New information received notes that the device continued to exhibit post-paced t-wave oversensing on the ventricular channel and oversensing on the atrial channel. The patient was asymptomatic. The device was reprogrammed and there have been no further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net transmission, far r wave oversensing and post paced t wave oversensing were observed. Recommended programming changes were made. Patient was asymptomatic and no adverse consequences were reported.